Manufacturer narrative:
The device has been requested for evaluation, but has not yet been received by baxter. A review of manufacturing records for this lot has been requested. If any significant information is revealed in the investigation of this malfunction a follow-up MDR will be submitted. Cryocyte bag complaint data are reviewed monthly by mountain home manufacturing plant and cellular therapies division quality management. Ctq-CAPA-0007 has been initiated too investigate customer reports of cryocyte bag breakages.

Event description:
Customer reported a break in a cryocyte bag during thawing. The break was along the side of the bag and resembled a slice. The bag contained 100 ml of hpc-a cells, which were discarded as a result of the bag breakage. The patient engrafted as expected. The bag was not transported subsequent to filling. The duration of storage was less than one month. Customer reported cooling protocol-"bags are filled to a volume of 100 mls. They are then burped to remove any air and placed between two press plates inside a metal cassette. The cassette is placed into a rack, which is then placed into the controlled rate freezer. After the freeze program is completed, the rack and cassettes are removed from the freezer. The press plates are removed from the cassette prior to final storage (liquid nitrogen vapor phase) of the bag". Customer reported thawing protocol as follows: "the bag is removed from storage. The bag is removed from the cassette and placed in a sterile zip lock bag. The bag is then thawed in a 37 degree water bath".